Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Blood glucose ranged from approximately 120 mg/dl to 151 mg/dl. Reportedly, the cartridge tubing was kinked due to how the pump was being worn on the customer's waist and the customer felt that the kinked cartridge tubing was due to use error. The cartridge was changed to address the event.